Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an integra matrix wound dressing 2x2 single domestic (ID 52021) that was applied to a 73-year-old male patient on (B)(6) 2022. The patient has a non-healing wound with exposed bone status post mohs surgery for "scc" of scalp. The patient has metastatic renal cell cancer and is on home oxygen therapy. The product did not incorporate to the required size 5cm x5cm surface area. Therefore, it was required to reapply it to the area where the product did not incorporate. The product was removed on (B)(6) 2022.

Manufacturer narrative:
The integra matrix wound dressing was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.